Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette the correct amount into well position a4; customer also reported the same summit sample handler did not pipette liquid into well position a6 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.